Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the vitrectomy cutter unable to cut the vitreous, retinal traction could be observed but the vitreous could not be severed during vitrectomy surgery. The surgery was completed on the same day after replacing the device. There was no patient impact.